Event description:
Healthcare professional reported that the sewing ring was too large and not what he expected. The surgeon is a new user and attempted to implant the valve before he abandoned the device. The valve was thrown away and not returned for analysis. The surgeon requested his model valve to be replaced with the type of sewing ring he expected.